Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was received. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the left anterior tibial artery. The patient¿s vessel level of calcification and tortuousness were unknown. The rate of stenosis was unknown. It is unknown if there were stents present within the treatment site or tracking path. An ipsilateral antegrade approach was made from the left femoral artery. A 4.5f 23cm parent, medikit introducer sheath was inserted. The complaint device was inserted through a guidewire. There was some difficulty advancing the device. The device crossed the lesion and was inflated to nominal pressure. Reportedly the lesion was not spread out enough so the device was inflated a second time. However, the balloon ruptured at approximately 12atm. It is unknown how long inflation was held for. The device did not separate or break at any time during the procedure. It is unknown if the device was easily removed however the device was removed in one piece from the patient. The patient did not experience any complications as a result of the failure with the device. It is unknown how many times the device was inserted into the patient and unknown if kinks were noted during or after use or if force was required when using the device. Another device was used to complete the procedure successfully. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the balloon ruptured. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the left anterior tibial artery. The patient¿s vessel level of calcification and tortuousness were unknown. The rate of stenosis was unknown. It is unknown if there were stents present within the treatment site or tracking path. An ipsilateral antegrade approach was made from the left femoral artery. A 4.5f 23cm parent, medikit introducer sheath was inserted. The complaint device was inserted through a guidewire. There was some difficulty advancing the device. The device crossed the lesion and was inflated to nominal pressure. Reportedly the lesion was not spread out enough so the device was inflated a second time. However, the balloon ruptured at approximately 12atm. It is unknown how long inflation was held for. The device did not separate or break at any time during the procedure. It is unknown if the device was easily removed however the device was removed in one piece from the patient. The patient did not experience any complications as a result of the failure with the device. It is unknown how many times the device was inserted into the patient and unknown if kinks were noted during or after use or if force was required when using the device. Another device was used to complete the procedure successfully. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was not returned for evaluation. The device was returned for evaluation. No external or internal packing was returned. The hub was printed as expected and no visual defects were observed. There was one bend noted on the transition outer approx. 20mm from the strain relief. It was noted that there was an air pocket noted between the re-port and outer. There was one squeezed impression noted on the outer approx. 65mm from proximal side of the balloon. There was one kink noted on the inner approx. 40mm from the re-port. It was noted that there was fluid/contamination noted through the balloon. Under closer examination under microscope a tear was noted midway in balloon. No visual defects were observed on the distal tip. A 0.014 guidewire was inserted through the re-port without any issues. An attempt was made to inflate the device, but a leak was noted in the balloon straight away, therefore the device was unable to be inflated. Under closer examination under microscope a tear was noted mid-way in the balloon. The result of the investigation is confirmed. It was noted that during the procedure it is unknown if there was any stents present within the treatment site or tracking path. It was also reported that there was some difficulty advancing the device. The device crossed the lesion and was inflated to nominal pressure. Reportedly the lesion was not spread out enough so the device was inflated a second time. This might have contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: description: the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheter¿s proximal tubing is 304v stainless steel and the distal coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. Indications: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypotube. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Deflation and withdrawal simultaneously withdraw the dilatation catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. (B)(4).